Event description:
It was reported that during the implant procedure, when the physician attempted to position the lead in the rv apex, anesthesiology administered more sedation per physician request. The patient's heart rate and blood pressure dropped and full code was called. The lead was explanted from the patient as CPR was initiated. The patient was intubated and transferred to ICU. The patient expired the next day.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.